Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unit had cracked display window corners, battery tube threads, belt clip slot, reservoir tube lip and scratched display window.

Event description:
The insulin pump returned without authorization. We did not receive communication regarding the reason for return of this product. Unit will proceed to failure analysis and findings will be documented.